Event description:
Case description: investigation result. Suspect product: novofine® plus 32g x 4mm batch number : unknown. A visual examination of the returned product was performed. It is not possible to investigate the returned sample comprehensively due to hooked front needle. The used needle had a damaged needle point. The user may have experienced increased pain or difficulties during penetration. The observed fault is a result of accidental damage during use. Needle points are very delicate and should be handled very carefully to avoid damage during use. Furthermore, please note that needles are for single-use only investigation result: product: ozempic® 0.25/0.5 mg batch number: pzfat42. A visual examination of the returned product was performed. The returned device was empty and the position of the rubber plunger is suggesting that the pen has been used to dose out the drug product. Once the device has reached the end of content, it is not possible to select a dose and take a dose anymore. This is normal and does not imply any fault. However, with use of force it is possible to turn the dial; the dial is harder to turn, the click sound is different than usual and no dose can be selected. This is not a fault but a safety feature in order to prevent the device from being damaged by force during use. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The pen was received with a needle attached. Pens packed in boxes sealed at novo nordisk cannot leave novo nordisk with a needle attached, since needles are not mounted on pens on any manufacturing line in novo nordisk. The observed problem occurred after the product has left novo nordisk. Since last submission case updated with the following information: b c d g codes updated for novofine needle and ozempic as per the received investigation results. Narrative updated accordingly. Final manufacturer comment: 17-may-2025: the suspected device and needle are returned to novonordisk for investigations. Needles are not mounted on pens on any manufacturing line in novo nordisk. The used needle had a damaged needle point. The observed fault is a result of accidental damage during use. The observed problem occurred after the product has left novo nordisk. Once the device has reached the end of content, it is not possible to select a dose and take a dose anymore. This is normal and does not imply any fault. H3 continued: evaluation summary investigation result. Suspect product: novofine® plus 32g x 4mm batch number : unknown a visual examination of the returned product was performed. It is not possible to investigate the returned sample comprehensively due to hooked front needle. The used needle had a damaged needle point. The user may have experienced increased pain or difficulties during penetration. The observed fault is a result of accidental damage during use. Needle points are very delicate and should be handled very carefully to avoid damage during use. Furthermore, please note that needles are for single-use only

Event description:
Ozempic 0.25/0.50 mg pen came with a needle already attached [product packaging issue]. The dial continued to spin [device malfunction]. The patient did not receive any doses [drug dose omission by device]. Pen was now stuck at zero and no longer spinning [device mechanical issue]. Case description: this serious spontaneous case from the united states was reported by a consumer as "ozempic 0.25/0.50 mg pen came with a needle already attached(product packaging issue)" with an unspecified onset date, "the dial continued to spin (device component malfunction)" with an unspecified onset date, "the patient did not receive any doses (drug dose omission by device)" with an unspecified onset date, "pen was now stuck at zero and no longer spinning (device mechanical jam)" with an unspecified onset date, and concerned a adult female patient who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "device therapy", , ozempic 0.25/0.50 mg (semaglutide 1.34 mg/ml) from unknown start date for "product used for unknown indication". Medical history was not provided. Upon analysis of the returned product, a fault (the patient had opened their brand new ozempic 0.25/0.50 mg pen and the pen came with a needle novo fine plus (32g) already attached, and the dial continued to spin, and pen was now stuck at zero and no longer spinning causing them to not receive any doses. The patient removed the novo fine plus (32g) needle that came attached to the pen and used another needle to complete the flow check) was found which may lead to a medical consequence. The case was reclassified to a serious incident due to this fault. Batch numbers: novofine plus 4mm (32g): unknown. Ozempic 0.25/0.50 mg: pzfat42. Action taken to ozempic 0.25/0.50 mg was reported as not applicable. Event abated after use stopped or dose reduced for ozempic doesn't apply. Event reappeared after reintroduction of ozempic doesn't apply. The outcome for the event "ozempic 0.25/0.50 mg pen came with a needle already attached (product packaging issue)" was unknown. The outcome for the event "the dial continued to spin (device component malfunction)" was unknown. The outcome for the event "the patient did not receive any doses (drug dose omission by device)" was unknown. The outcome for the event "pen was now stuck at zero and no longer spinning (device mechanical jam)" was unknown. Ozempic 0.25/0.50 mg is a pre-filled device. Current location of device: manufacturer. Period of use: unknown. Novofine plus 4mm (32g) is a durable device. Current location of device: manufacturer. Period of use: unknown. Preliminary manufacturer's comment: 03-apr-2025: the suspected device is returned to novonordisk for investigations. Investigations are ongoing. Reporter comment: patient does not leave needle attached to pen when not using the pen. The patient was trained by their healthcare professional and read the instruction for use. H3 continued: no, or provide code. 02 device evaluation anticipated, but not yet begun.